Manufacturer narrative:
This device was not returned to mmdg and therefore could not be evaluated. Mmdg has not been able to confirm this complaint. Based on the complaint information provided, the pump may have been infusing at a rate that mmdg would consider reportable. This report will be updated if the pump is returned to mmdg for this complaint.

Event description:
The initial reporter stated that the pump was programmed at 180 ml/hr rate and 170 ml dose and that "it was not delivering the correct amount". They stated that the pump only delivered 10 ml of the programmed dose. Mmdg followed up with the initial reporter who stated that the patient did not have any adverse effects due to the complaint. (B)(4).

Manufacturer narrative:
This device was returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. When the pump was returned to mmdg for investigation, the pump operated as expected. Mmdg could not replicate or confirm the reported complaint. Based on this information, no MDR would have been required.

Event description:
The initial reporter stated that the pump was programmed at 180 ml/hr rate and 170 ml dose and that "it was not delivering the correct amount". They stated that the pump only delivered 10 ml of the programmed dose. Mmdg followed up with the initial reporter who stated that the patient did not have any adverse effects due to the complaint. (B)(4).